Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was exposed and the device was frayed upon removal from the packaging. The device was not inserted into the sheath or patient. A new device from the same box was used with no issues noted or reported. There was no reported patient injury. The sealant sleeves (cartridge assembly) were not out of position, and no damages were noted. The device was removed from the package in the usual fashion by grabbing the control handle. The user was trained to the device, and the device was stored, prepped, and inspected according to the instructions for use. The device is stored in a temperature-controlled environment. The physician reported she did not see it prepped, but it was not out of the usual fashion by trained staff. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.